Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. More information has been requested but not received to date. The manufacturer internal reference number is: (B)(4).

Event description:
A sales manager reported several issues with a system during surgery. The footswitch was not working in position 3, during phaco, but it worked properly in positions 1 and 2. Every time the surgeon changed the handpiece, the system worked again. No patient harm. More information has been requested but not received to date.

Manufacturer narrative:
Evaluation summary: with no additional, related information provided, the customer reported event of no phaco was not able to be confirmed. The product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).